Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to significant reduction of endothelial cell counting or significant endothelial cell loss. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. Dimensional inspection found the lens was within specification. (B)(4).